Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5038193) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 with lot number 627757. The consumer stated that she began having pelvic pain, nausea, headaches and other problems within a few months. She also had severe bloating. She went to her gynecologist in 2014 to discuss this matter and was diagnosed with pelvis congestion syndrome and dysmenorrhea. On (B)(6) 2014, a hysterectomy was done. Immediately after surgery, all of her symptoms have disappeared. She believed that essure caused her problems. The outcome of the events was recovered / resolved. Product technical complaint investigation was received on (B)(4) 2015: the bayer ptc global reference number is (B)(4). Final assessment: production date: 8/2008 and expiration date: 8/2010. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. The event is serious due medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the consumer presented pelvic pain within a few months after essure insertion. 4 years later, she went to her gynecologist and was diagnosed with pelvis congestion syndrome. A hysterectomy was performed and immediately after surgery, all of her symptoms disappeared (positive dechallenge). The pelvic congestion syndrome could be an alternative explanation for pelvic pain. However, considering the event's nature and positive dechallenge, a contributory role of essure to the reported event cannot be totally excluded. Since hysterectomy (required intervention) was performed the case is regarded as incident. Other non-serious events were reported. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information has been requested.

Manufacturer narrative:
Follow-up from 16-jun-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. The event is serious due medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the consumer presented pelvic pain within a few months after essure insertion. 4 years later, she went to her gynecologist and was diagnosed with pelvis congestion syndrome. A hysterectomy was performed and immediately after surgery, all of her symptoms disappeared (positive dechallenge). The pelvic congestion syndrome could be an alternative explanation for pelvic pain. However, considering the event's nature and positive dechallenge, a contributory role of essure to the reported event cannot be totally excluded. Since hysterectomy (required intervention) was performed the case is regarded as incident. Other non-serious events were reported. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.